Manufacturer narrative:
(B)(4).

Event description:
It was reported the t's simultaneously deployed. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - two 72202468 fast-fix 360 curved needle delivery system devices returned. Each arrived with documentation identifying them as c-(B)(4). Upon opening the attached pilgrim issue, it is clear that the duplicate set of paperwork and device are actually c-(B)(4) ; affiliated complaint. Documentation was corrected. Device c-(B)(4) was received with no t¿s and no suture. The depth limiter has been trimmed. Visual inspection shows that the delivery needle is disfigured. It is quite bent and bowed. The mechanism no longer retracts due to the damage. Device c-(B)(4) was received without t1. T2 is present attached to a torn suture which is freed from the delivery needle. The depth limiter is present and trimmed. This device is bent and bowed in the same direction as well, but to a lesser degree. This device cycles and actuates. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. Expiration date device returned for evaluation date received by manufacturer device evaluated by the manufacturer device manufacture date evaluation codes updated.